Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they reprogramed around impedance. The issue with the impedance was still present and it was confirmed by the physician.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was caller reported that for the last 6-8 months, patient hasn't been getting the relief like they use to and they've had to increase the amplitude to try and get more relief. Caller stated they checked impedances and one electrode (contact 12) was less than 50. Caller mentioned other electrodes, 11 and 13, were around 400 and the rest were around 500. Technical services didn't clarify which reference electrode was being used. Caller was able to program around it and obtain coverage. Caller stated the issue was not resolved through troubleshooting. Agent suggested that once implantable neurostimulator reaches end of service, they may want to perform intra-op testing of the leads as the lead(s) may need to be replaced to resolve the low impedance.